Manufacturer narrative:
Additional: d10 the damage found was sustained during the surgical procedure. The cause of the reported event of ¿helix was unable to extend again in new position¿ was isolated to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a right ventricular lead with an increased capture threshold with some loss of capture. Pacing impedance had also drastically decreased. X-ray showed apparent ventricular lead perforation. The lead was noted to have dislodged from the original location at the right ventricle apex. During the lead repositioning procedure, the lead was repositioned on the apex but the helix was unable to be extended again in the new position. The lead was explanted and replaced. The patient was stable.